Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan the investigation is complete. This is an initial final report submission. Functional testing of the returned product found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. The motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery the pulsavac device did not spray. There was no report of harm or delay as there was no patient involvement. Due diligence is complete and no additional information is available. During device evaluation visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack.